Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated when connecting the subject device to the video processor. (B)(4) surmised that the reported phenomenon was attributed to the camera cable partly disconnected due to the excessive force apply to the cable and deformed attaching part by user inappropriate handling. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the endoscopic image was not displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). The reported phenomenon occurred before an unspecified procedure. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from oekg, there was the possibility that this phenomenon was attributed to the partial disconnection of the camera cable due to the unexpected stress being applied to the camera cable by the user handling. Olympus stated the appropriate handling of otv-s7proh-hd-12e and the counter measures against abnormalities in the instruction manual of otv-s7proh-hd-12e.